Event description:
Customer reports the advantage system produced a result of 602 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.